Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was burning at opposite end-should have been distal toward the patient and it was burning inside the hand piece. It burned the patient with a small burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.